Event description:
It was reported that the patient has intermittent access to sound with the device and that most of the times the patient hears a noise. Re-implantation is considered, but a potential dater for revision surgery has not been scheduled yet.

Manufacturer narrative:
UDI code not available for this device. In accordance with the information in the patient report and the manufacturer's experience with this implant model, it is assumed that it possibly failed due to humidity ingress at the housing braze joint through micro-leaks. However, to confirm a root cause, a device investigation is necessary. A revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery. Should additional relevant information be received, a follow up report will be sent. This report is otherwise an initial and final.